Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an auto-off alarm. The customer reported interacting with the pump within the 12 hour time frame the pump was set to. Additionally, it was reported that the touchscreen was intermittently unresponsive when the customer interacted with the pump. Reportedly, after multiple presses, the customer was able to successfully interact with the screen. The customer's blood glucose level was 86 mg/dl. The customer declined further troubleshooting with tandem technical support.